Event description:
Almost choked or almost swallowed the little brush - oral-b [choking sensation] cut.vein [vascular injury] cut my skin [skin laceration]. Brush head doesn't connect properly - oral-b. [Device connection issue] brush comes off - oral-b [device breakage]. Case narrative: consumer via e-mail reported that their oral-b toothbrush head doesn't connect properly causing them to almost choke or almost swallow the oral-b toothbrush head and that the metal part cut their skin and vein many times. No serious injury was reported. 31-may-2023 follow-up via weblink. The lot code is 2 ab91350539. The suspect product was changed to oral-b power/rechargeable toothbrush handle/3766. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.